Event description:
Customer's doctor reports back to back testing to a professional meter while customer was using the aviva system with results of 360mg/dl on customer's meter and 120mg/dl on professional meter. No quality controls were run. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.